Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Based on the investigation, the complaint is confirmed as the implant is stretched. The coil and delivery pusher are intact. The device has evidence of a force being applied. The microcatheter could not be evaluated as it was not returned for evaluation. Mvi ref. (B)(4).

Event description:
It was reported that during treatment of an aneurysm, upon coil positioning and packing, the coil was reported to stretch. It was reported that the patient died due to trauma. It was stated that it was not device related. Additional information received on march 16, 2016: the stretched coil and delivery pusher were removed together with the microcatheter without incident.